Event description:
The account alleges that the device would not send the bed exit signal to the nurses station when a patient got out of bed. It sent a normal nurse call signal. No injuries reported as a result of the patient getting out of bed and falling.

Manufacturer narrative:
The technician replaced the sidecomm nurse call patient control board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.